Manufacturer narrative:
Service was not dispatched to the site for this event, as the customer was not questioning instrument performance nd attributed the erroneous result to sample mishandling. Although, pre-analytical factors may have been a contributing factor, a definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-02384; 2122870-2011-02385.

Event description:
The customer reported that on (B)(6) 2011 erroneous human chorionic gonadotropin (bhcg) and progesterone results were generated on an access 2 immunoassay system for one patient. This report is one of two, and represents the erroneously low human chorionic gonadotropin (bhcg) result generated on the access 2 immunoassay system. The initial erroneous result was reported out of the laboratory. Because the patient was believed to be pregnant, a sample was redrawn and was tested on the same instrument. The repeat result was higher and in a different gestational category that better matched the patient's clinical presentation. The original sample was retested on a subsequent date on the same instrument and the result concurred with the higher, second sample result. Patient treatment was altered because of the erroneously low bhcg result. Follow-up testing was ordered and the patient underwent an ultrasound which confirmed that the patient was pregnant. The samples were collected in yellow topped pediatric serum tubes. The original sample possessed visible "debris" and hence was aliquoted prior to retesting. The actual data results associated with this event were not provided by the customer. The instrument bhcg quality control results recovered with in the customer's established ranges before and after the incident.